Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on site and confirmed the issue. The monitor was replaced and the system was returned to service. A system checkout was performed and all tests passed. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, while loading scans for an upcoming case, the monitor on the navigation system was flashing in and out of video signal. The monitor was reported to go black intermittently. The exam was successfully loaded. There was no patient present when this issue was observed.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the display of the monitor would go blank when loading images onto it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.